Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dyonics power ii was heating up when plugged in. No case reported, no patient was involved.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The information provided states that this device only read an error message but there was no overheating. This issue will not contribute to serious injury. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.